Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that ventilator's breathing waveform was found to be abnormal. Based on information provided, the device was repaired by the user through self-repair. Information how the device was repaired was not provided. Unfortunately the device¿s logs and defective part were not available for further analysis. The cause of the claimed issue in this customer product complaint has not been determined.